Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (B)(4) was performed by a zoll service technician. Review of the retrieved event log found mid 14 (bg power supply) and mid 16 (software). These errors typically are seen during intermittent main power issue when the power cable is not inserted correctly. The service technician found the power cable was not plugged in completely. The issue however, was not reproduced during functional testing. The console passed functional testing and the electrical safety test with no issues found. The console passed all tests and performed within specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard xp ivtm console (B)(4) displayed an unknown system error during startup. A secondary thermogard console was used to begin and complete patient's temperature management therapy. There was no known patient consequence reported.